Manufacturer narrative:
Due to the limited information provided, olympus was unable to carry out a meaningful investigation and/or determine root cause or corrective actions. The instructions for use (IFU) advises "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service." If additional information is obtained a supplemental report will be filed.

Manufacturer narrative:
The sales representative was not able to confirm if the free or brake castor had broken off. The customer was provided with both replacement parts to fix the issue on site. There were no other issues reported. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus representative reported an issue with an endoscopy workstation cart that had a broken castor. No patient involvement was reported. No additional information has been obtained.